Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. Based on the available information, it is not possible to determine the source of the patient¿s peritonitis. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure and because dialysis techniques increase the potential of microbial contamination. The device was not returned for evaluation. A device history record review showed no non-conformances. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the report of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis therapy. A pd effluent culture was tested and revealed a white blood cell count of 85 and growth of staphylococcus epidermis. The patient was treated out-patient at the clinic with vancomycin (dose, frequency, and duration unknown). The patient had recovered from the event. Should additional information become available, the file will be reassessed and updated accordingly.